Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle port the lid wouldn't close securely. There was no report of patient impact. The following information was provided by the initial reporter: the customer's verbatim report is that one of the claws on the lid was broken and the lid did not shut.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: based on the investigation and evidence provided, this issue is confirmed as manufacturing process related due to the broken mold insert and line clearance process was not performed correctly at the time to detect the broken insert. A device history review could not be completed as no batch number was provided.

Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle port the lid wouldn't close securely. There was no report of patient impact. The following information was provided by the initial reporter: the customer's verbatim report is that one of the claws on the lid was broken and the lid did not shut.